Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information received: is the detached jaw being returned with the device? ---no information. Or, was the detached jaw discarded? ---no information.

Event description:
It was reported that during a nephrectomy, one side of the jaws was dislodged outside the patient. No pieces fell into the patient. The doctor commented that the device was used on fat tissue during the operation. Another device was used to complete the case. There were no adverse consequences to the patient.